Event description:
An advance sling was selected and the anatomy at the urethra and the left pubic ramus identified. Placement of the left passage needle through a stab wound was extremely difficult to get around due to the depth of the pelvic bone. Once accomplished, the sling was hooked onto the passage needle and pull through around to the other side was attempted with great difficulty. The passage needle released from the sling during the pull through leaving the sling partially positioned behind the left pubic ramus. Attempts to carefully remove the sling from the perineal incision were very difficult. The sling eventually did give way; however the white securing device on the sling tape that secured the needle to the sling device became dislodged and was left up behind the left pubic ramus. Reconnaissance to remove the plastic tip including meticulously dissecting up behind the left pubic ramus was performed but retrieval aborted after extended tracking because of possible risk to the patient; primarily potential for bleeding.====================== health professional's impression======================unknown, as the surgeons who routinely use the device have never had problems in the past. The patient's thick deep pelvic anatomy is believed to be the primary problem in placing the device and perhaps the major contribution in device separation.